Manufacturer narrative:
Additional information was received that the patient underwent a full scs explant procedure and was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain. It was noted that there were 15 out of the 16 of the patients lead contacts were compromised, had high impedances. The patient was experiencing non-target and overstimulation. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain. It was noted that there were 15 out of the 16 of the patients lead contacts were compromised, had high impedances. The patient was experiencing non-target and overstimulation. The patient will undergo a revision procedure.